Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer technical advocate (cta) instructed the customer to decontaminate line 1; however, the customer they did not have any decontamination solution but would order some. The cta then instructed the customer to centrifuge the calibrators prior to use which resolved the issue. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.